Event description:
A technician reported a patient experiencing visual distortion following intraocular lens (iol) implant surgery. The lens was exchanged for another model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/16/2009 and 01/22/2009 by phone, fax and mail. A completed questionnaire was received on 01/27/2009.